Event description:
Patient was implanted with 6mm zero profile lordotic implant and four (4) screws on an unknown date for a c4, c5, c6, c7 fusion in (B)(6) 2011. Post-operatively, it was reported that the screws backed and the vertebral bodies between c4 and c7 were reportedly broken. Patient was returned to the operating room in (B)(6) 2012 for a second surgery to implant donor bones between c3 and c7. The patient reports that post-operatively, the donor bone slipped out of place. A third surgical procedure took place in (B)(6) 2012 to implant a "spring-loaded piece" to "hold the neck up." This is 1 of 5 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.